Event description:
A distributor in sweden reported that a user experienced a cartridge alarm, identified as alarm 20, with their insulin pump during normal pumping operations. The customer¿s blood glucose level at the time of the event was not available, and no adverse impact was reported. The issue was resolved by replacing the pump, which was still under warranty. The customer declined to disclose their backup insulin therapy plan, but they were informed about the necessary steps to return the malfunctioning pump, including using a pre-paid label and return box.